Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed when the device was powered on during the eval. System error 105 was confirmed, but not reproduced and found to be caused by a failed motor flex. The failed motor assembly was replaced.